Event description:
Customer reports that while attempting a purse-string during a bilateral breast augmentation, the suture would break. There are no reported adverse consequence to the pt related to this event.